Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that there was also noise on the lead. The lead was therefore surgically abandoned and replaced. It was again noted that the lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. The physician believed the lead was fractured. No adverse patient effects were reported. The lead remains in service.